Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention during which both leads were explanted and replaced with no complications.

Event description:
Related MFR report: 3006705815-2021-03054. It was reported the patient's scs system leads migrated and the patient experienced loss of stimulation therapy. X-ray was taken to confirm the migration. Reportedly, the patient experienced several falls and the stimulation changed after the falls. Surgical intervention would be necessary to address the issue.